Event description:
A clinical engineering supervisor reported that the light source displayed a system message and the lamp wasn't activated. Add'l info received, indicated that the event took place during a procedure, and that the light source was exchanged to complete the procedure. There was no relevant delay and no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).